Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: when the patient opened the package, s/he found the needle npe had been bent. The needle was winding and it is hard to inject. Also drug didn't come out.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: when the patient opened the package, s/he found the needle npe had been bent. The needle was winding and it is hard to inject. Also drug didn't come out.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A DHR for clog cannot be requested due to an unknown lot #. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.